Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the black box indicated multiple ¿no cartridge detected¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps with no issues occurring. The force sensor calibration was within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed a cracked trace on the force sensor pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.